Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The initial plumset was being used to deliver an unspecified medication, at an unspecified rate, via a plum a+3 pump. After an unspecified length of time, it was reported that a second plumset was to be used to deliver an unspecified concentration of irinotecan, at an unspecified rate, via the distal y-site of the initial plumset, via the plum a+3 pump. It was reported that after priming the second plumset, as the nurse loaded the cassette of the second plumset into the pump, the nurse's finger brushed against the clave secondary port on the cassette of the second plumset. At this time, the customer contact reported that the clave secondary port of the second plumset appeared to be leaning sideways and snapped. The customer contact reported that approximately 3 ml of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the second plumset onto the nurse's gloved hand and the pump. It was reported that the nurse immediately pinched and then clamped the second plumset. The solution that leaked was cleaned up according to the user facility's protocol. The second plumset was replaced and the therapy was resumed. The customer contact reported there was a delay in therapy of approximately 20-30 minutes while the nurse cleaned the spill and primed the new tubing set; however, there were no reported adverse effects to the pt or the nurse. No medical interventions were required. Though requested, no additional information was provided.